Manufacturer narrative:
Blocks b5 and h6 (impact code) have been updated with the additional information received on october 30, 2024. Block h6: imdrf device code a0203 captures the reportable event of stent size incorrect. Note: this complaint is no longer considered MDR reportable. The stent being too long for the patient's anatomy is not classified as a device malfunction. Furthermore, no patient complications were reported in relation to this event.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was to be implanted to treat cholangiocarcinoma during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024. During the procedure, the stent did not foreshorten as expected and was found to be too long. The stent was removed from the patient, and the procedure was completed using another of the same device. No patient complications were reported as a result of this event. ***additional information received on october 30, 2024*** it was reported that the wallflex biliary stent was intended for implantation in the bile duct. However, the stent was found to be too long for the patient's anatomy and was subsequently removed using a rat tooth retrieval device.

Manufacturer narrative:
Block h6: imdrf device code a0203 captures the reportable event of stent size incorrect.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was to be implanted to treat cholangiocarcinoma during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024. During the procedure, the stent did not foreshorten as expected and was found to be too long. The stent was removed from the patient, and the procedure was completed using another of the same device. No patient complications were reported as a result of this event. Note: no further information has been obtained despite good-faith efforts.